Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 45mm type b thoracic aortic dissection in zone three. The proximal aorta was 29 mm in diameter and 150 mm in length. The right access vessel was 8 mm in diameter and the left access. The mural thrombus in the distal and proximal aortic neck was greater than 50 percent of the circumference. It was reported that CT scan with contrast observed false lumen perfusion. The source of the perfusion is from an intermediate re-entry site. No intervention was reported. No clinical sequelae were reported and the patient is being monitored.